Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump lost power while in run mode and no alert or error displayed. No adverse event reported. Requested return of the alleged device for evaluation.